Event description:
During follow-up, the device was found to be in backup mode. The device was explanted and replaced. The patient was stable with no adverse consequences.

Event description:
It was not possible to interrogate the device before it was found in backup mode.

Manufacturer narrative:
The reported field event of backup operation mode was confirmed. Upon receipt, the device presented in backup operation mode in the lab. The cause of the backup operation was determined to be electrocautery exposure.